Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Event description:
It was reported that the patient had been hospitalized with heart failure. The patient was hypervolemic and was given medications to return to clinical euvolemia. Additional information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.